Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated reports: 0002023141-2021-02458-1 and 0002023141-2021-02459-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation code was added: 3331. H10: narrative/data was updated. DHR review was completed for the subject lot number (1240770 & 63738353). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op160 & st3285) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1240770 & 63738353) revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: infection). October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (infection) or for the reported device (tsvb11 x 2 & svmb13). As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated reports: 0002023141-2021-02458 and 0002023141-2021-02459. Zimmer biomet complaint number cmp-(B)(4). Weight unknown / not provided. Fax number unknown / not provided. Additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have

Event description:
Doctor indicated infection. Patient presented with infection, pain and abscess. Patient not returning for future placement. Tooth sites #21-22-11.